Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 29 - motor cart range low) occurred during the load process. Blood glucose level was not impacted. Reportedly, the customer was able to load a cartridge successfully, continued using the pump for insulin therapy.